Event description:
Ous MDR - after an implantation period of approx. 75 months artifacts were seen in the rv pace/sense channel which lead to inappropriate shocks. The lead was capped. On the returned fragment no visible insulation damages were seen.

Manufacturer narrative:
The returned lead had been cut off about 20 cm distal of the is-1 connector pin and was only available as fragment, as was noted in the clinical complaint. Only the proximal part of the lead was returned for analysis. The returned fragment was examined visually, mechanically, and electrically. Aside from the existing cut through the lead, no damage was detected. The measurement of the direct-current resistances of the electrical conductors also proved to be unremarkable. Further inspection of the available fragment did not show any deviations from the technical specifications that could be connected to the clinical complaint. The manufacturing process of the lead was reviewed. The production documents did not show any anomalies. All manufacturing steps had been carried out correctly. In summary, there were no indications of a material defect or manufacturing error.